Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted

Event description:
It was reported that the atrial lead had low impedance the day the patient had surgery. In the past the lead had noise when the lead was programmed to unipolar setting. The lead is still in use. No patient complications were reported as a result of this event.